Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/28/2015 and found and replaced valves lv14 and lv15 that were not working properly (misfiring) and causing the wbc bath to overflow, to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(6).

Event description:
The customer reported a clear fluid leak of approximately 30ml from the white blood cell (wbc) bath on a coulter ac·t diff analyzer, and requested a service visit. There were no error messages reported in connection with the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.